Manufacturer narrative:
Concomitant medical products: 4965 lead, implanted unknown. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the cardiac resynchronization therapy defibrillator (crt-d) exhibited unexpected longevity. Interrogation noted a rapid battery depletion within the duration of one year. The device remains in use. No patient complications have been reported as a result of this event.